Event description:
Reporter states that after an accident, his wife developed hydrocephalus and a shunt was implanted 3 months later. Reporter claims his wife developed problems such as: impaired cognition, alcohol use, and delusions that her husband is trying to harm her, reporter states that after a few years. The neurologist adjusted the shunt which improved her conditions. Reporter states that two weeks ago, the shunt must have slipped and his wife started experiencing symptoms again.